Event description:
Customer got a shot of steroids which caused blood sugar to go high- ranged from 409 - 584 mg/dl. Customer was not receiving bolus recommendations even though blood sugar was high. Customer was able to treat high blood without outside assistance. Customer injected insulin since meter did not provide recommendation. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.